Event description:
Dollar tree disposable latex gloves tearing open 90% of the time when cleaning. Additional product details: the past year 90% of those latex gloves just split/tear and expose a person to the bacterias, virus, fungus, etc. That a person is trying stop with chemical antibacterials. Another epidemic might be getting started plus other illnesses.